Event description:
The release mechanism does not function. The mechanism would not disengage during use, and thus does not stop activation when it should. No injury reported with this individual device.